Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted too superficial and eroded through the skin. The implantable pulse generator (ipg) was explanted and a new ipg was implanted on the opposite side. No further patient complications have been reported as a result of this event.